Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system log and identified error 48208. The error 48208 indicated that the illuminator had reached 10,000 hours of use and might cause the dark image issue. The fse also observed that the light guide cable was twisted, and there were some dark spots in the light hole, which could reduce the luminous rate. The fse replaced the illuminator and light guide cable to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the illuminator and for evaluation, but the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Isi has received the light guide cable for evaluation. During testing, the light guide camera cable was connected to the in-house system. The transmission efficiency was calculated using a photometer and the light guide output was confirmed to be below specification. The procedure log information confirmed occurrences of several procedures on the reported event date of 11-oct-2022 using sh2224. The system logs were reviewed/analyzed as part of the fse's investigation. This complaint is being reported due to the following conclusion: the video image was dark during a da vinci-assisted surgical procedure. The fse went to the customer site and replaced the illuminator and light guide cable to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the video image was darker than before. System functionality was reportedly checked prior to use, and no issues/errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to check the light guide cable and light bulb usage hour. The site continued and completed the procedure successfully with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the alleged issue did not inhibit the site from continuing and completing the procedure robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported failure. Error 48208 was confirmed in the system log (illuminator has reached 10,000 hours of use). The illuminator was installed into a printed circuit assembly (pca) test system. The system started up with error 48208. The white balance check and vision test were performed and passed. During the vision quality check, the image was darker on the left side of the screen. The root cause was determined to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.